Event description:
A report was received that the patient was experiencing burning pain around the incision site. Swelling was also noted. The patient underwent an ipg revision procedure in which the ipg was repositioned deeper.